Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) has been confirmed. As received, the monitor would not power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. There was no adverse event that resulted from the damaged monitor.